Event description:
As reported, the indicator wire of a 5f exoseal vascular closure device (vcd) did not deploy, and the indicator window remained unchanged with two white stripes during withdrawal, and the plug deployment button would not depress unless very forcefully pushed at the black/white position. There was no reported patient injury. A 5f cordis avanti sheath was used, and the device produced an audible click when connected the cowling and sheath were connected. The indicator window did not change from black/white to black/black during retraction and was still showing black/white at that time, with no red color observed. When the device was removed from the patient, the indicator wire was not present because the button had been forcibly pressed. The device will not be returned for analysis.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Event date unknown, if date information is received, it will be submitted within 30 days upon receipt. Lot, manufactured date and expiration date will remain unknown, if lot information is received, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the indicator wire of a 5f exoseal vascular closure device (vcd) did not deploy, and the indicator window remained unchanged with two white stripes during withdrawal, and the plug deployment button would not depress unless very forcefully pushed at the black/white position. There was no reported patient injury. A 5f cordis avanti sheath was used, and the device produced an audible click when connected the cowling and sheath were connected. The indicator window did not change from black/white to black/black during retraction and was still showing black/white at that time, with no red color observed. When the device was removed from the patient, the indicator wire was not present because the button had been forcibly pressed. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The reported events of "indicator wire deployment difficulty unable " and ¿deployment lever (button) inaccurate deployment at white/black position¿ could not observed as the device was not returned for evaluation. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. However, handling factors (user error) are likely since the event reported suggests that the lever was attempted to be pressed when the window was not in the black/black position. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿the exoseal instructions for use (IFU) notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Caution: do not reinsert the exoseal vcd into the vascular sheath introducer if it is removed prior to locking into position. Caution: if for any reason it is desired to abort the procedure once the exoseal vcd has been introduced into the bloodstream, remove the exoseal vcd and the vascular sheath introducer as a unit. Do not attempt to withdraw the exoseal vcd from the sheath introducer, as plug dislodgment may occur.¿ additionally, the IFU states, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU), which is not intended as a mitigation, provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ the limited information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.